Manufacturer narrative:
Despite multiple requests, this right atrial (ra) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. Oversensing of noise and high ra pacing threshold measurements were also observed. The physician believed the ra lead may be fractured due to a subclavian crush or that there may be an issue with the suture sleeve. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.